Manufacturer narrative:
The reported event of "minor surface residue seen on the lead pre-implant during handling" was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During pre-implant handling, a minor surface residue was observed on the lead. The lead was not used and was replaced. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
Correction: h6: update investigation conclusions section.